Event description:
The physician reported that vns system was explanted on (B)(6) 2022 and that a re-implant is planned. No other relevant information has been received to date.

Event description:
It was reported that patient is hospitalized due to an infection at electrode site following a recent lead replacement surgery. It was confirmed that the device was hp sterilized prior to distribution. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR: device evaluation is not necessary as the return of the device will not add value to the investigation as the root cause is known. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient had the device explanted due to the infection. The date of explant is unknown. No other relevant information has been received to date.